Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and the patient¿s friend/family member about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that for a week or two in (B)(6) 2017, the patient¿s therapy was turning on by itself. It was reported that the therapy was shocking the patient¿s leg around that same time and that they turn the stimulation down. It was reported that on saturday night (B)(6) 2017, the patient went to the hospital due to their ins turning on. It was stated that they stayed there until sunday and they spoke to and manufacturing representative. It was reported that the rep told the patient that when the lightning bolt was off on their patient programmer (pp) that meant that their therapy was off. It was stated that the patient was getting old and may be confused with using their pp and the caller was not very good at it either. It was reported that falls could be related to the reported issues as the patient had fallen a few times (asked but unknown when). It was reported that as of (B)(6) 2016, the patient was able to move the ins in their back to a different area (ins was moving in their back). The caller wanted to confirm that the patient¿s therapy was off and patient services was able to assist them with using the patient programmer to sync and turn the therapy off successfully. The button and icon meanings on the pp were also reviewed. It was recommended that the patient consult their healthcare provider regarding their device moving and shocking. A physician listing was offered. No further complications were reported/anticipated.